Event description:
Customer reported an issue with the v series monitor, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Service representative reseated internal connections and replaced the spo2 connector assembly. Calibrated and safety tested unit to factory specifications.